Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the staples malformed after firing. During the endoscopic pulmonary lobectomy, after fired, found the staples malformed. Suture was used to sew the wound. Another device was used to complete the surgery. There were no adverse consequences to the patient.